Event description:
It was reported that a cartridge alarm 16 occurred. Reportedly, customer was unable to clear the alarm and reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.